Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in-clinic. Interrogation revealed several non-sustained right ventricular oversensing episodes. No intervention was performed. No further information is available.